Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 3 patient samples tested for elecsys estradiol iii assay (estradiol iii) on a cobas 6000 e 601 module with serial number (B)(4). Based on the data provided, the results for 1 patient sample was erroneous and reported outside of the laboratory. The initial estradiol iii result was 94.4 pmol/l. This result was reported outside of the laboratory. On (B)(4) 2017 the sample was repeated and the result was 147.6 pmol/l. This result was also reported outside of the laboratory. The customer noted that the user did not run quality controls (qc) prior to running the initial test. There was no allegation that an adverse event occurred. The investigation stated calibration and qc was performed prior to the repeat result and was within the specified ranges. It was noted that calibrations had only been done on (B)(6) 2017 and (B)(6) 2017; it is likely that outdated calibration was used after (B)(6) 2017. The investigation also stated the 2 calibrations performed were with the same reagent kit and the signals differ significantly. A specific root cause was not identified. Since qc was not run prior to the event and new calibration and qc with acceptable results was done prior to receiving the correct results, the most likely root cause relates to a reagent related issue at the customer site. Additional possible root causes for this event may be sample quality and insufficient maintenance.